Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date.according to the complainant, post-procedure, the patient experienced pain, continued stress urinary incontinence and erosion.all other information is unknown.